Event description:
The account alleges that the bed exit will arm, but it will not alarm. No injuries were reported.

Manufacturer narrative:
The account stated that they took their hand and rubbed up and down the tape switches, and stated that the device operated normally afterward. The technician stated that this was not a recommended repair. The technician suggested that the tape switches be replaced. The account stated that they did not record the serial number of the device, and the device was already returned to service. The account does not know which device had the issue. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.